Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was an incomplete mesh. This event occurred at a cadaver lab therefore no harm or injury. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This MDR is being submitted to report additional information. Review of the most recent repair record determined that the mesher and the cutters did not pass testing. The cutter's collar and gear, and the mesher's sideplate and roller gear were replaced; however the cutters were not fully repaired due to these components having to be entirely replaced. Review of the previous repair record identified that the mesher was reported for the same issue and the cutters were found to fail testing which is related to the reported event. The device was repaired and the sn (B)(6) was returned to the account unrepaired.

Event description:
No additional information.